Event description:
The patient reported poor healing at the pocket site. No infection was present. A revision procedure was performed on (B)(6) 2023, where the pocket was opened and re-sutured. The wound is healing well, sutures were removed and steri strips were placed over the incision.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, multiple tunneling attempts, and the patient not attending the post-op visit have been ruled out as potential causes. The cause of the poor wound healing was due to a floating suture. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the poor healing is due incorrect surgical technique as there was a floating suture (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.